Manufacturer narrative:
9/18/1998-supplemental report sent to FDA.

Event description:
The device was used during a bullectomy procedure. Reportedly, the anchor block broke. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.